Event description:
Same case as MDR ID:2134265-2015-02143. It was reported that a rotawire fracture occurred. The chronic total occlusion of a previously implanted unknown stent was located in the circumflex artery. A non bsc microcatheter was used to deliver the 330cm rotawire. Two successful runs of rotational atherectomy was performed with a 1.25mm rotalink® plus burr. The physician removed the burr; however, it was observed that the burr sheared off the wire and the wire fragment remained in the vessel. The physician was able to use an unspecified balloon with a good result. The procedure was completed with these devices. There were no further patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).